Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous left-hand vessel. After the wire was able to cross the lesion, a 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at near rated burst pressure (rbp), the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications nor injuries were reported.